Manufacturer narrative:
(B)(4) the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address unknown reasons. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, this component was determined to be not reportable. The initial report was forwarded in error and should be voided.